Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2007. Evaluation summary: analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, and that the impedance trend on the rv (right ventricular) defibrillation coil was rising. The partial lead was returned in segments, analyzed, and the interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo.

Event description:
It was reported that there was a lead fracture. It was further reported that there was high impedance and possible svc (superior vena cava) defibrillation coil fracture. The svc defibrillation coil was programmed off, and the lead was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.